Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an implant procedure, the stylet could not be inserted into the atrial lead. The lead was replaced and the patient was stable with no adverse consequences.

Manufacturer narrative:
As received, a complete lead was returned for analysis. X-ray analysis revealed the inner coil was over-torqued at the connector region. The over torqued inner coil could have caused the insertion difficulty and the helix not to extend at the time of the procedure. A stylet insertion test was unable to be performed due to the damage found. As received, the helix was retracted and could not be extended due to blood in the helix housing on the inner coil and the inner coil being-over torqued at the connector region. After cutting the lead at the distal tip, it was ultrasonically cleaned and by applying direct torque to the inner coil, the helix could be extended and retracted. During electrical tests the lead was found to be shorted between the conductors due to the damaged found at the connector region. The damages found are consistent with that occurring at the time of implant and explant.